Event description:
The customer stated that he received a new carton containing 2 bottles of test strips. When he opened the carton, he noticed the cap was open on one of the bottles. The customer did not allege any adverse events. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips will be sent.

Manufacturer narrative:
A lot number was not provided for the test strips, so it was not possible to determine a manufacture date.